Manufacturer narrative:
Medical products: intermedics lead implanted (B)(6) 2005, intermedics lead implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the device was explanted.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The returned device indicated shorting/low impedance in the hybrid. Hybrid analysis concluded that the cause of the premature battery depletion was due to a current leakage path due to a conductive resistive short in the defective (rfm) radio frequency module. If information is provided in the future, a supplemental report will be issued.